Event description:
According to the initial information received, on (B)(6) 2010, a 30mm amplatzer septal occluder (aso) was successfully implanted. Prior to the procedure, the atrial septal defect (asd) measured 23 x 26mm on tee, and 28mm with balloon sizing. A 28mm aso was attempted then upsized to a 30mm aso. Approximately two months post-procedure, the patient presented to the hospital feeling unwell, was diagnosed with cardiac tamponade and admitted immediately for surgery. During surgery, tears were found in the atrial septum on the right and left atrial walls. A blood clot also was found on the aortic wall where the ra disc came in contact with it. The aso was removed and the asd was repaired surgically. The patient was expected to be discharged by mid-december. According to echo observation, the position of device had not moved between the time of implantation to the emergent removal of the aso. Also, the svc and aortic rims were insufficient so it was reportedly suspected that the aso may have attached to the atrial septal and aortic walls following implant. In addition, the patient has marfan's syndrome so his/her tissue cells were weak/thin possibly predisposing the patient to tissue perforation. Imaging has been requested, but has not yet been received. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since it was not returned to us and was discarded by the hospital.

Manufacturer narrative:
Imaging review: review of the medical records and images by agas medical consultant resulted in the following findings: one cd was provided for review and contained an intra-procedure echocardiogram, images during surgery and intra-operative pictures. This (B)(6) year-old, female patient with marfan's syndrome and a large asd underwent device closure of the asd with a 30mm aso. Initially, a 28mm aso was attempted then upsized to a 30mm aso. There were no issues during the procedure except one occurrence of cobra-head malformation of the aso during implant. The intra-procedure tee was of good quality and provided the following information: the images were obtained in four-chamber, bi-caval and aortic short-axis views. A secundum asd was observed and the aortic rim was small to absent in more than one view. The svc rim was small but not deficient. The superior rim appeared to be deficient but was not captured well on echo. The ivc rim was adequate. The posterior rim was thin, flailing, fluttering and aneurysmal. The av valve rim was not interrogated completely. Balloon-sizing was performed per aga recommendations. The initial aso placement was labeled as a cobra malformation. Subsequent images showed the aso was deployed and appeared to sandwich the atrial septum. Prior to release of the aso, the left atrial disc tented the atrial free wall of the transverse sinus, pushing the atrial free wall into the aorta. The push-pull maneuver was performed along with valsalva maneuvers and the aso was released. The aso re-orientated after release. The right atrial disc also pushed the right atrial free wall against the aorta in the transverse sinus. There were several other echo loops obtained during surgery but electrical interference decreased the clarity of the images. However, the images showed both aso discs cut through the atrial free wall. Several intra-operative pictures were taken but were out of focus. A few showed apparent injury to the aorta. Blood was observed in the pericardial cavity after the chest was opened which suggested that the effusion was bloody in nature. Analysis results: the 30mm aso was returned to aga medical in its original configuration and partially covered by fibrous tissue. Neointima covered 95% of the right atrial disc except for the central wire and end screw. The neo-intima only covered 40% of the left atrial disc; the remaining 60% of the left atrial disc, mostly the center of the disc, was bare, wire mesh. The polyester patch also was completely covered by the neo-intima. The aso was measured and met dimensional specifications. All the patches and sewing threads were intact and no broken wires were detected. The aso was examined microscopically and no defects were observed. The suboptimal neo-intima coverage of the asos left atrial disc may have been caused by residual blood flow that continued to saturate the wires where they separated from the polyester patch resulting in partial endothelialization. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Summary: according to aga's medical consultant the following conclusions were drawn: this was a device-related perforation of the atrial free wall of the bilateral atrial septum. There was evidence of injury to the adjacent aorta by the right atrial disc but it was not clear from the information provided if the area had to be repaired. The echocardiographic interrogation was optimal. Balloon-sizing was performed accurately and the defect was sized appropriately. After the aso was implanted, the waist seemed to squeeze during atrial systole. After the aso was released, significant buckling of the atrial discs was observed. The primary cause of the perforation was the complex anatomy of the defect: absent aortic rim in more than one view. Thin, aneurysmal and fluttering posterior rim. Hyper-dynamic defect exemplified by the significant change in the size of the defect during the cardiac cycle. Eccentric defect. Bald aorta.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on (B)(6) 2011 and definite erosion was confirmed.